Event description:
Account states when they tried to use the resuscitator on a pt, the duckbill valve was stuck in the closed position. As a result they were unable to use and had to apply mouth to mouth resuscitation until a different bag could be located.